Manufacturer narrative:
(B)(4).. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake during therapy. The patient was not hospitalized for the peritonitis. The patient was treated with fortum injection (1 gram, once daily, subcutaneously, duration not reported) and vancomycin injection (1 gram, once in five days, route not reported) for the event. At the time of this report it was unknown if the patient had recovered from the event. It was not reported if the patient was retrained on aseptic technique. Action taken with dianeal therapy was not reported. Extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.